Event description:
It was reported to boston scientific corporation that endostat ii electrosurgical unit was planned to be used in 2008. According to the complainant, the unit was not generating any output power. The device was not used in this procedure.

Manufacturer narrative:
The cause of the reported problem was determined to be an internal console issue; the console will be replaced.